Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the care partner did not receive alarm when the blood glucose was low or high. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed for general documentation and confirmed that the issue was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using the 3.7.0 prod build installed on samsung galaxy s25 ultra (android 16) was conducted and the issue was not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation for the issue reported date ie.30th november 2025, analysis confirmed that high alert was sent for 16 17th of april. Also the alerts triggered from app is delivered to cp app on time for april 21. Issue not confirmed. As part of the issue resolution suggested some settings to follow: open the settings app tap notifications scroll and select carelink connect ensure the following are enabled: allow notifications on alerts or individual options (lock screen, banners, sounds) are on sounds on as part of the latest investigation on 28th april 2026, setting above are enable for the carepartner. Additionally, the alerts for 27th april around 12:30 and around 22:00 were carepartner didn't receive. As part of investigation on 8th may 2026, found entries for pnreceivedevent with fault ID 802, which indicates that the user successfully received the low bg event notification. We will proceed with closing this ticket. If the issue persists, we kindly request that you provide updated information so we can reopen the ticket and address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.